Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (unmark company representative) additional information added to fields h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error message e433 was not confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to defective ernie connector on the generator board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a displayed error code e433 due to a bad generator board. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.